Event description:
Information received from the field indicates the patient appeared to have "sa node disfunction" and went to the hos- pital with a heart rate of 30 bpm. Lack of atrial capture and sensing and low arial lead impedance resulted in re-~~~~~